Manufacturer narrative:
Corrected information for the initial MFR 1220648-2024-20620 was provided in sections b1, b2, b5, h1, and h6.

Event description:
Additional information noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The battery failure was due to a defective battery 1. The root cause of the defective battery 1 was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that that the patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller (aic) experienced a battery failure red alarm that required removal of the aic. The patient ultimately expired as care was withdrawn, but there was no allegation against the aic or impella related to the patient¿s death.